Manufacturer narrative:
The subject gif-hq290 was not returned to olympus medical systems corp. (Omsc) . The user will not return the subject gif-hq290. Omsc checked the manufacture history of the subject gif-hq290, there was no irregularity found. The user continues to use the subject gif-hq290. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure of endoscopic retrograde cholangiopancreatography, the error message b30 (scope communication error) was displayed on the monitor when argon plasma coagulation device was being activated. The user replaced the subject gif-hq290 with a similar device and completed the procedure. According to inspection by the user after the completion of procedure, the error message didn't recur. There was no report of the patient¿s injury regarding this event.